Event description:
During treatment, the tubing of the prismaflex m100 set came apart at the top of the dialyzer. Air was immediately drawn into the circuit and the prismaflex alarmed air in blood. The external blood loss was reported as minimal. Treatment was stopped and the blood from the extracorporeal circuit was not returned to the pt resulting in a blood loss of approximately 152 ml. The pt was not symptomatic as a result of the blood loss and did not require any medical intervention. Treatment was restarted with a new circuit.